Manufacturer narrative:
Failure to relieve or completely mitigate symptoms is a recognized risk associated with device use, and is disclosed in labeling.

Event description:
Patient requested to have her superion implants explanted because she stated that she was "still experiencing pain like before she had the implants." Both implants were successfully removed. No allegation of device defect or malfunction was made. Failure to relieve or completely mitigate symptoms is a recognized risk associated with use of the device, and is disclosed in labeling.